Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and the clinical reason was residual myopia. The iol was exchanged in a secondary procedure. Additional information has been requested and received stated that here was no patient harm.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. An unspecified handpiece was indicated. It is unknown if a qualified product was used. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal toric lens 13.5 diopter (1.50cyl), add power +2.2 & 3.2 lens model was exchanged for a different (1.50cyl), 13.0 (1.5 extended depth of focus) lens model. The manufacturer internal reference number is: (B)(4).